Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3023, serial (B)(4), found the ins functionally okay with insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 100 hours of testing at body temperature. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the extension, model 3095-25, serial (B)(4), found extension body cut through, product segmented with no significant anomalies. The extension was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported that stimulation went on and off while the cycling was not on. The implantable neurostimulator (ins) was implanted at the right side of the consumer at the front abdomen. The consumer also had another stimulator for pain from a different manufacturer with two leads l3 dorsal ganglion, which is on the left side in the buttock. There was a more than 20 cm between the devices and the ins was programmed bipolar. It was noted that the ins could move in the pocket. Measurement of impedance (2x) with no abnormal values (range 574 ohms to 1188 ohms). Interventions/actions were noted as different electrode settings. The issue was noted as resolved at the time of the report. The new electrode settings would be monitored to evaluate whether the on and off stimulation still occurred. There were no further complications reported and/or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 74001, serial # unknown, product type: adapter. Correction: additional information received indicates that the correct mfg. Site ID is (B)(4). Additional information also indicates that this event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that the ins had been explanted and replaced. Data indicated that the device had undergone a power on reset (por).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 74001, serial# unknown, product type: adapter. Product ID: 3095-25,serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that the explant date was reported to be (B)(6) 2017. Symptoms reported was that there was an on and off sensation of the stimulator. There were no further complications reported and/or anticipated.